Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage noted on electronic assembly and no button error alarms noted. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported receiving a button error on the insulin pump. She stated was on vacation whale watching and that water came onto the boat and the insulin pump did get wet. Customer was able to clear the alarm. The blood glucose reading was 158 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.